Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was not sure how it happened. Steps taken to resolve the issue were device was removed and new one installed. The issue has been resolved. Patient's weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the their first implantable neurostimulator (ins) moved. The patient stated that the ins wouldn¿t hold a charge or connect to their recharger since (B)(6) or (B)(6) 2017. The patient mentioned that they were told by their physician that the ins movement was likely caused by their ¿body fat.¿ instead of lying flat, the patient¿s ins was perpendicular. It was noted that a revision surgery occurred on (B)(6) 2017. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and failed back surgery syndrome.